Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a blank screen with a continuous alarm. A hard reset was performed however this did not resolve the issue. No patient injury reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test was performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the top case was chipped. The bottom case had a standoff broken off. The right plunger case was damaged. There was evidence of the error recorded in the event history log. The reported problem - blank screen with constant alarm- was not duplicated; the pump completed power up self-test successfully, the pump was operating as intended. No fault was found. No action taken since no problem was found. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on 10 october 2022, no patient was involved.